Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method insulin therapy.

Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl or register as ¿high¿ on the cgm. The customer resolved the issue by resuming insulin and was transferred for follow-up assistance due to frequent and recurring occlusion issues.